Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a procedure, the device was not loading the clips properly. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video and one device. A visual inspection of the returned video noted: the device was being cycled and the pusher bar was observed to be damaged not loading clips. Visual inspection noted that the instrument was partially applied with sixteen remaining clips. Functionally; the clips were not loading properly. Based on the evaluation of the instrument it was determined that the damaged pusher bar occurred during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged pusher bar condition may occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. A visual inspection of the returned video noted: the device was being cycled and the pusher bar was observed to be damaged not loading clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged pusher bar condition may occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.